Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device system implant procedure, the patient reported that the lung was punctured. The patient endured an extended hospital stay as a result. Additional information was sought from the local area sales representative, however, at this time additional information was not available.